Manufacturer narrative:
Device passed displacement test. Device was received with minor scratched lcd window, scratched keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s screen was very scratched. The customer was at a nursery and went in the sandpit. The screen was especially bad when under the sunlight. They had to wet it slightly to be able to properly see the screen. The customer¿s blood glucose level was 6.0 mmol/l. The device will be returned for analysis.